Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported failure to grasp the leaflets appears to be related due to patient anatomy/pathology. The reported tissue damage appears to be a result of procedural conditions of leaflet grasping attempts. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted restricted leaflets. The first xtr clip was successfully deployed, reducing mr. A second xtr clip delivery system (cds) was advanced to the mitral valve; however, due to the restricted leaflets, it was challenging to grasp the leaflets. After several grasping attempts, mr could not be further reduced and tissue damage was observed. The clip was not implanted and the cds was removed. Additional treatment was not performed. One clip was implanted, reducing mr to 3. There was no reported clinically significant delay in the procedure. No additional information was provided.